Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Customer age and weight is unknown.

Event description:
The customer received a blood glucose reading of 138 mg/dl on the contour usb. He became unconscious, and indicated he did not find out the meter was reading incorrectly until he was admitted to the hospital. His blood glucose was 49 mg/dl. No additional information was provided about the event. The product information was not provided. The device is not expected to be returned.